Manufacturer narrative:
The demo/asset unit was returned to the service center for a standard evaluation. The unit was inspected/tested, and the evaluation found the connector on the printed circuit board was damaged. Additionally, it was found that the device had worn out pins inside the video connector causing unstable image, deep scratches on the cover, old version main switch and old software. The parts were placed, and device was updated to newest software and returned to asset distribution. Olympus will continue to monitor complaints for this device.

Event description:
The service center was informed that during a standard inspection of demo/asset unit, the connector on the printed circuit board was damaged. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the damaged sdi in terminal is user handling*, due to a likely impact on the terminal with a hard object or the user forcibly pulled the connected cable, causing the damage. The cause of the worn pins inside the video connector is likely due to repeated use and the age of the device. *as stated in the instructions for use, as a preventive measure, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. "